Event description:
Customer reported a previous event of high blood glucose with levels reaching 502 mg/dl. Cause was not known. To resolve the issue, customer changed the infusion set and cartridge. Technical support advised the customer to consult with their healthcare provider to discuss potential factors affecting blood glucose levels, and customer acknowledged the recommendation.